Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot .

Event description:
It was reported that during a lap tme procedure, the surgeons were using harmonic hd1000i (harhd36). Before working on the bowel, the surgeon took down an ovarian cyst first using harmonic. The harmonic worked very well except there was a high frequency sound every time during activation. When the circular stapler was placed inside the rectum, the surgeon would have liked to dissect some fat before anastomosis. However, an error appeared "remove instrument from patient". After pressing next, another error "clean blade" appeared. The nurse then discovered that the blade was broken. During the case, no abuse mode and no direct contact of the blade with rigid materials (eg. Grasper, clips etc) was observed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. It is possible that reported noise issues might have been caused due to metal to blade damage. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.